Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The stent was deformed but still on the delivery system. No further information is available.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is mildly deformed at its distal end, i.e. One strut is bent outwards. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Stent imprints are visible on the exposed balloon surface, indicating that the deformed strut was initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The stent was deformed but still on the delivery system. No further information is available.